Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded

Event description:
It was reported to covidien on (B)(6) 2016 the customer states the unit's pin that holds the door are busted. Upon triage on 9/23/2016 the service tech found the unit had a burnt component on the main pcb.